Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows half of the device from the channel area with no reload loaded and a loose spring could be observed near the device. However, the saddle pin cap from the device could not be assessed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that while the ntlc75 stapler was being closed for the first shot, a spring came out of the device and could no longer be used. No patient consequences reported. No further information is available.